Event description:
Reporter alleged high blood glucose device readings of at least 200 points higher than what was expected so compared different sets of test strips. Customer stated one particular vial of test strips read 325 mg/dl compared to a different vial of test strips which read 150 mg/dl when testing was performed 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.